Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the device had delivered an inappropriate therapy for an supra ventricular tachycardia (svt) that the device detected as a ventricular fibrillation (vf) event. Follow up was conducted and the allied health professional (ahp) was able to verify that the patient has been seen since the hospital visit and no reprogramming has been completed at this time. The physician notes did indicate "inappropriate ICD shocks x3 in the ER, patient is now taking their meds more readily." The device remains in use. No further patient complications have been reported as a result of this event.